Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and adjusted to the optimal operating voltage. Multiple system pcb assembly connections, plugs and fuses were also cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up. No patient serious injury or death was reported related to this event.